Manufacturer narrative:
During reprocessing in-service the staff was trained that they will need to aspirate with accessory mh-856- suction cleaning adapter and adviced on purchasing it. Customer is interested in adding this aspiration step to their routine during the reprocessing. The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that an incorrect reprocessing accessory was used for reprocessing evis exera ii colonovideoscope. The olympus endoscopy support specialist was called in for annual infection control inservicing to ensure the staff is trained on the reprocessing guidelines. During servicing it was found the customer was not using a suction cleaning adapter mh-856. The customer uses an automatic endoscope reprocessor to reprocess the endoscopes. The customer was advised to contact the manufacturer of the equipment regarding proper use of the device. The inservice was successfully completed. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user's understanding differing from the olympus recommendation in device handling and/or reprocessing steps. The suggested event is preventable by handling the device in accordance with the following instructions for use (IFU): evis exera ii gif/cf/pcf type 180 series reprocessing manual includes the preventive measures in ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ and states on mh-856 in ¿5.1 preparing the equipment for reprocessing¿. Olympus specialized staff provided training in the correct handling of the device to the user facility. Olympus will continue to monitor field performance for this device.